Event description:
It was reported that while using the laser system during a prostate procedure, an error code 111 was received. The case was completed using an alternate procedure (turp). The patient/user outcome was reported as "no problem".

Manufacturer narrative:
(B)(4). Service in field performed (B)(6) 2014. Resonator, s/n (B)(4), returned to ams and analysis performed (B)(6) 2014. Product evaluation summary: the error 111 issue could not be reproduced on the resonator. Lbos were moisture damaged and dowel pin was rusty on diode base plate. Both lbos, diode, diode base plate and desiccant were replaced.

Manufacturer narrative:
The reported error code 111 was determined to be the result of a faulty resonator. The resonator was replaced and the system calibrated, tested and verified to specification.